Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (ablation and hyst(partial), salping(unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, menorrhagia and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue and menorrhagia to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), fatigue were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.